Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the paticular detals relating to this specific control number. 3/10/2000...additional info: co received the completed adverse reacton report from dr with additional details. Phaco surgery date 1999 right eye. Pt had a diagnosis 11/17/1999 with severe intraocular infection. Fair prognosis has been given.

Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date, facility has not received the particular details relating to this specific control number.